Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that two 4.0 end cutter tips broke off inside the patient during the same case. Surgery was completed successfully.